Manufacturer narrative:
(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received of a ventilator shut down. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and reconnected the power cord. The ventilator passed self testing.